Event description:
It was reported that the ventricular "plug" is broken, and some pacing lights are off. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the ventricular output connector was broken and the keyboard was out of specification. It was also noted that the liquid crystal display (lcd) lens was scratched and the lcd had missing pixels. A detailed analysis was performed on the display. This analysis concluded that the missing pixels were caused by faulty interfacing between the column control outputs and the lcd panel. The display columns were not properly activating.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular output connector was broken and the keyboard was out of specification. It was also noted that the liquid crystal display (lcd) lens was scratched and the lcd had missing pixels.